Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 748251, implanted: (B)(6) 2010, product type: extension. Product ID 3387-28, implanted: (B)(6) 2010, product type: lead.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported a consumer had trembling in shoulder, possible muscle contraction or myokymia. It was noted that it was unclear that this was a malfunction of product. C+2- stimulation was performed, trembling in right shoulder (i.e., it was like myokymia) was observed from last (B)(6). Although myokymia like symptom stopped when the right side device stimulation was stopped, the device was used as it was since motion symptom became worse. On (B)(6) 2017 the consumer visited the facility. As trembling in right shoulder became worse, c+3- stimulation was performed, trembling stopped; however, motion symptom was improved by c+2- more, the patient desired c+2-. Impedance was all within normal range, but c+2- was 532 ohms, which was slightly lower than others (other unipolar impedance was around 1400 ohms). It was asked if it was the side effect of stimulation it was understandable that the symptom of right side changed by changing stimulation of left side; however, the symptom of right side was changed by stimulation of right side this time. Therefore, it was also considered that it was affected by short circuit of stimulation. Devices settings were not specified/unknown other than those provided. Actions/interventions were noted as under investigation. The issue was not resolved at the time of the report. The consumer was originally/primarily treated for parkinson¿s disease. There were no further complications reported and/or anticipated.

Event description:
Additional information received from the manufacturer representative (rep) reported that the patient's stimulation was changed to c+ 3-, as previously reported. It is unknown if the issues resolved but no further allegations have been reported and the devices are still in use. The cause of the trembling and short circuit are also undetermined. No further complications are anticipated.

Event description:
Additional information received reported actions/interventions that had been taken were unknown at the time of report. It was unknown if the issue had been resolved and the cause of the trembling and/or short circuit was undetermined.